Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is ongoing, and a follow-up report will be provided upon completion.

Event description:
The user facility reported that the tr band was leaking air from the valve in the tubing connected to the smaller balloon attached to the band. The balloon was checked prior to placing it on the patient and appeared fine. However, a few seconds after placing it on the patient, confirming patent hemostasis, and removing the slip tip from the tr band, the patient started bleeding. Pressure was held to control arterial flow until a new band was placed. The tech did not provide details on the case. There was no patient injury or need for medical or surgical intervention. Blood loss was less than 250cc. Additional information was received on 15 apr 2025: the procedure prior to the tr band application was a left heart catheterization. Typically, about 12-15 ml of air was injected into the tr band when it was applied. The patient remained stable and unharmed. A vascular band was used to treat the patient after the removal of the defective tr band.